Manufacturer narrative:
Investigations of the new patient sample were able to confirm the customer's results. For investigations, a total psa reagent with different analyte specificity was used. Upon use of this reagent, a significant increase in total psa recovery of the sample can be seen. The result of total psa with this reagent is higher than the free psa result. The observed behavior may be explained by the presence of auto-antibodies blocking the epitope on complexed psa or an anti-idiotype antibody which blocks the catcher antibody of the total psa assay. Product labeling indicates that psa isoforms do exist which may be measured differently by different psa tests.

Manufacturer narrative:
A new sample from the same patient has been provided for investigation. This sample also had erroneous results for fpsa and tpsa. This sample had a fpsa result of 3.180 ng/ml and a tpsa result of 0.220 ng/ml. The erroneous results were not reported outside of the laboratory. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6). The full facility name was provided as (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) on an e601 analyzer. The fpsa result was greater than the tpsa result. This medwatch will cover tpsa. Please refer to the medwatch with patient identifier (B)(6) for information related to fpsa. The sample resulted as 0.149 ng/ml for tpsa and 2.59 ng/ml for fpsa. The results were reported outside of the laboratory to the patient. The patient was not adversely affected. The e601 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations were able to confirm the customer's results. Investigations performed with an antibody that has a different specificity than the one used in the tpsa assay increased tpsa recovery of the sample significantly. Further investigations could not be performed since there was not enough sample remaining.